Manufacturer narrative:
The cadiere forceps has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional related observations: the instrument was found to have a broken main tube at the distal tip where the proximal clevis is installed. A piece measuring proximately 5mm x 5mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument came out of its notch, which jammed the instrument in a bent position. This position also prevented the instrument from being removed from the trocar. The cadiere forceps was therefore replaced and the trocar reinserted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.